Manufacturer narrative:
During an investigation, a clarification has been made about proper awareness date. This has been corrected. Currently we are gathering additional information from the customer about usage of the garment.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported by the customer, the doctor applied a flowtron garment incorrectly to a patient causing nerve damage. Flowtron acs 900 pump and dvt10 calf garment was applied pre-operatively and used peri-operatively on left leg of a resident. Post-operative neuropraxia on left ankle observed. Treatment applied: pharmacological prophylaxis. The customer failed to isolate involved system, the garment was disposed off. Training on flowtron system has been provided to the nursing staff and caregivers.

Manufacturer narrative:
It was alleged by theatre manager from wits donald gordon medial centre, that a flowtron calf garment was applied by a doctor incorrectly to a patient causing nerve damage to patient's ankle. It was reported that flowtron acs 900 and dvt10 calf garment was applied pre-operatively and used peri-operatively on left leg of a patient. The patient had an elective plastic reconstruction procedure in excess of 8 hours. Post-operative neuropraxia on left ankle was observed, which was treated with pharmacological prophylaxis. The system is comprised of a pump that can be used with an extensive range of arjo inflatable uniform (dvt), sequential (tri pulse) and foot garments. The following garments are available: calf, calf and thigh, foot garments. The system, both pump and garment could not be evaluated as the pump was not isolated by the customer for arjo technician inspection and the garment was disposed off. After the event, customer nursing staff and caregivers received training on garments application and available garments size options. Physicians do not attend trainings. Based on the information received, it has been determined that an incorrect application of garment may have caused nerve damage to a patient's ankle. It is unknown, however, if incorrect application refers to garment application on an incorrect limb such as applying a foot garment on a calf or if it refers to incorrect selection of garment size to be applied on a limb. There was no reported malfunction of arjo product. Instruction for use (IFU) for flowtron acs900 526933en_b provides graphic illustration of garments type used with flowtron acs900 pump and list of garments with its specifications indicating to what limb they are applicable. A user is obliged to read and fully understand user manual before using the system. IFU states, "if you have any difficulties in setting-up or using the flowtron acs900 system, contact your local arjohuntleigh sales office, listed at the end of this manual." Instruction for use (IFU) for dvt10 247906_13 garment indicates additionally, that: - "garment should be positioned in such a way that they do not create any potential for constant pressure points on the patient's limb. If using with straps or securing devices - for example lithotomy stirrups, ensure tubing is not placed inside the strap next to patient skin, and regularly check the patient's skin for redness of pressure points." - "garments should be removed regularly to inspect the skin for signs of redness or pressure points." - "garment should be removed immediately if the patient experiences tingling, numbness or pain". In summary, it was not possible to examine involved garment nor trace its manufacturing history, however, based on the collected information we concluded that the incorrect garment application along with not following repositioning and monitoring regimen could have contributed to the nerve damage to patient's ankle. It has been established that the system was being used for patient therapy at the time of the event and in that way may have played a role in the event. There was no report of system failure by the hospital while the system was in use, so we can conclude that the system met its specification. There is also no conclusive evidence to support that the garment malfunctioned or it is the sole contributor of the nerve damage on the patient's ankle.

Manufacturer narrative:
This follow-up 3 report is to correct information in dob and date received by MFR. The conclusions from investigation remained unchanged.